Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user with a dexcom g7 integrated to an ilet received the message ¿connect cgm dosing stops in¿¿ and saw ¿stop or replace sensor¿ in the ilet dexcom menu, then began receiving cgm values displaying ¿high¿ after the device was correctly charged and reconnected. Symptoms included feeling okay without physical complaints. Outcomes included hyperglycemia that persisted longer than 90 minutes, with no need for outside assistance or medical intervention, and the ilet issued a high glucose alert. Investigation included troubleshooting and education on device charging and confirming cgm connectivity and sensor status within the ilet menu. Investigation of this case revealed an unclear cause of hyperglycemia, with contributing factors including ilet power loss and subsequent reconnection, and no confirmed sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear.